Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system and confirmed that the system shutdown unexpectedly. The troubleshooting actions were done in the subsequent case (smax ID 0123804578, pr#4847411) where the rse found that there was an error stating that the system was not connecting to the host pc. The philips field service engineer (fse) inspected the system onsite and reloaded software on the flexvision pc with the advice of national support and found that the geometry and host pc were working normal and the system booted successfully. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shutdown unexpectedly. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.